Manufacturer narrative:
It was reported that right hip revision surgery was performed due to pain and swelling with elevated serum cobalt and chromium levels. During the revision, the bhr cup and bhr head were both removed. As of today, device return and additional information has been requested for this complaint but has not become available. In the absence of the actual devices, the production records were reviewed for the devices reportedly involved in this incident. All the released devices involved met manufacturing specifications at the time of production. The available medical documents were reviewed. It was reported that the patient had a right hip revision 6 years post implantation, due to failed birmingham hip resurfacing with markedly elevated metal ion levels. Laboratory data five days pre-revision indicate cobalt 178.0 g/l and chromium 195.6 g/l. The operative report indicates black debris was present when the acetabulum was exposed. There was erosion to the bone from metallosis in the lateral neck and extensive erosions around the rim posterosuperiorly in the acetabulum. Pathological analysis of synovium taken during revision found mild chronic inflammation and metallosis. Tissue samples were cultured and showed one colony of bacillus, the patient did not exhibit any signs or symptoms of infection. Infectious disease was consulted and it was deemed most likely contaminant, and not likely infection of the joint. Office visit notes indicate the patient was seen 6 days post implantation for swelling after exercise. The patient reportedly continued to perform a variety of strenuous and impact sports, running in excess of 10 kilometres a day and ¿burning out¿ motors on treadmills from pushing them to the limit. A physical therapy note 1 day post revision reports impulsive; decreased safety judgement and decreased insight into limitations. The reported pain, elevated cobalt and chromium levels and intraoperative findings of black debris around the acetabulum, erosion to the bone are consistent with metallosis. The reported early strenuous and ongoing patient physical activity cannot be ruled out as contributing factors to the reported metallosis and elevated metal ion levels. However without imaging and the explant for analysis, the root cause of the reported reactions cannot be confirmed, and it cannot be concluded that the reported clinical reactions are associated with a mal-performance of the implant. Without return of the actual devices or further information we cannot further investigate or confirm the details supplied in this complaint. However, the available information suggests a potential root cause of improper loading due to excessive activity levels of the patient. If the products or additional information become available in the future, this case will be reopened. No preventative or corrective action has been initiated as a result of this investigation.

Manufacturer narrative:
Corrections based on new information reviewed

Event description:
It was reported that right hip revision surgery was performed due to pain and swelling with elevated serum cobalt and chromium levels.

Manufacturer narrative:
[(B)(4)].